Event description:
It was reported that during an unk procedure, the tip of the shears broke off. The tip did all inside the pt, but it was noticed immediately and retrieved with a grasper. Less than five minutes. Another device was used to complete the procedure. There were no adverse consequences to the pt. Pt outcome was not affected by this incident.

Manufacturer narrative:
D4; h4, 6; info anticipated, but unavailable at this time.